Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2006 product event summary: the medial portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was removed when the rv lead was removed for fracture. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.